Event description:
The device was implanted during a surgical procedure for a calcaneal fracture. The product had exceeded the label expiration date by one day at the time that it was used.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.